Event description:
Sales rep reported on (B)(6)2025 that the dvtx-8/110 ao np tip snapped off inside head of distal tpeg. It was reported that the device was not being used under power as the surgeon was using the hndl-quick by hand, the broken tip was not able to be removed and the surgeon reported the screw was adequately locked and opted to leave implant with screwdriver tip insitu. The surgeon reported no time delay, however, believed there is potential patient impact if the most distal screw with broken screwdriver tip requires revision. A picture was provided, no x-rays were provided but the remainder of the device is available to be returned.